Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: besides the x-ray were there any other efforts made to locate the blade tip during the procedure? Yes. All of the lap pads were shaken out over a pad looking for the tip. A of the blood was poured through a fine filter and the tip was not found. Was this procedure converted to an open procedure? No, it was an open procedure from the beginning. Are there any other plans to locate the piece? No. Was there any change in the patient care as a result of this event? Yes, just longer or time due to the x-ray. About fifteen minutes. What is the current patient status? Doing well.

Event description:
It was reported that during a liver resection and tumor removal, the doctor was using the harmonic instrument in the patient and received a clean blade message, followed by a replace instrument message. The doctor removed the harmonic device from the patient, the device was cleaned and the scrub tech noticed that a 4 mm piece of the distal blade tip was missing from the end of the instrument. An x-ray of the patient was performed, as well as a filtering of the 1800 cc of blood from the patient and the tip could not be found. The blood loss occurred prior to the use of the harmonic device, due to the removal of two large tumors in the liver. The patient received a blood transfusion of three units of blood to replace the lost blood from the removal of the tumors. A second like harmonic instrument was used to complete the procedure. There were no patient consequences due to the broken tip on the harmonic. The doctor anticipated the patient would be sent to recovery in the ICU, regardless of the outcome of the procedure. The broken tip was not found. Unknown if remaining in patient. Doctor isn't concerned if the missing tip still remained in the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2020. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.